Event description:
06-26-98 2315. Aware, alert and oriented, ventilator settings checked, routine care provided. Call light within reach 06-27-98 at 0138. Charge nurse summoned to room. Pt unresponsive, trach dislodged. Trach reinserted. Ambu bagged with 100% oxygen. No response. Cardiopulmonary resuscitation initiated and code blue activated. Epinephrine in trach due to no intravenous access. Code blue ceased at 0200. Pt pronounced. Ventilator setting: tidal vol 850, high pressure 60, peak flow 50, low pressure 10, rate 11, peak pressure 35 cm h2o, fio2 40%, simv.